Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient presented to the emergency department due to palpitations. A remote transmission was sent. Information received on the remote transmission was reviewed by qualified personnel. It was determined that the right atrial (ra) lead exhibited intermittent under-sensing. Additionally it was noted that some atrial events were falling into the implantable cardioverter defibrillator (ICD) blanking period resulting in false termination of monitored atrial ventricular tachycardia / atrial fibrillation (at/af) episodes. Follow up was conducted and no further information was ascertained at this time. The ra lead and ICD remain in use. No further patient complications have been reported as a result of this event.